Event description:
It was reported that the right ventricular (rv) lead measured high impedance from tip to coil and on the rv defib portion. It was s uspected that there was a fracture of the rv defib coil. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 lead, implanted (B)(6) 2004. (B)(4).